Manufacturer narrative:
The reported high impedance was confirmed. Analysis of the returned lead found a kink on the lead body where all internal wires were broken. This would have caused the system to auto reduce. The broken wires are consistent with an overstress condition or sudden event the lead was subjected to while in vivo.

Event description:
Additional information received indicates the patient¿s lead was explanted on (B)(6), 2021.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported that the patient¿s lead had high impedances. As result, the patient may undergo surgical intervention on a later date.